Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: the device was used to retract the kidney. At the end of the case the surgeon attempted to remove the instrument from the trocar, but found that it was difficult to remove. On further inspection he found that the instrument was articulated, which he found surprising as he does not use the articulation feature on this instrument. He was able to straighten the instrument and remove it from the trocar, but then discovered that the 2 black plastic semi circles which are attached at the point of articulation were no longer attached. He then spent some time looking for the plastic pieces inside the pt and found 3 fragments of plastic. The surgeon believes that a further piece of plastic may have been left inside the pt, but also stated that it may have been removed along with the specimen.